Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the unipolar lead impedance went from 474 ohms at implant to 279 ohms.